Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in the france. It was reported that, the product not adhering for the expected duration of 7 days. The patient had to change it earlier than expected. No further information available.